Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9058790, medical device expiration date: na, device manufacture date: 2019-02-27, medical device lot #: 9193528, medical device expiration date: na, device manufacture date: 2019-07-12. Investigation summary: a device history record review was completed for provided material number 302047 and lot numbers 9193528 and 9058790. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo was provided for evaluation by our quality team. The sample came with no plastic shield and the needle has been cut close to the top part of the needle hub. The needle assembly has a crack about 3/4" long with no other defects or imperfections observed. The photo provided shows the sample received. It could be possible for this defect to occur if the needle hub was not properly seated in a rack when the plastic shield was assembled inducing the damage to the needle hub. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle had a crack in it that allowed solution to leak out during the injection. Lots 9058790 and 9193528 each had one occurrence of this event. The following information was provided by the initial reporter: "customer reported that one cannula holder had a crack and solution leaked during the injection."